Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00015).

Manufacturer narrative:
The distributor confirmed on 03/16/2021 that no samples will be returned for evaluation. Therefore, the reported issue could not be confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 02/22/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor stated that "an administration set model b2-70071-df lot 20085018 set was leaking at the filter closest to the patient". A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was entyvio. The event date is unknown. The contract manufacturer of the affected device is becton, dickinson and company.